Event description:
Patient reported the check button on the infusion device is not working properly. Patient stated the display went to the option: bolus standard twice despite not pressing any buttons. Patient reported that during those instances, none of the other buttons on the infusion device responded. Patient disconnected from the infusion device and is using injection therapy recommended by the doctor. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Registration#: (B)(4).